Event description:
The customer indicated a burn occurred from the insulated forceps, about midway on the forceps at the incision line. The burn required debridement and suture, but was at the incision so it was not visible.